Event description:
It was reported that the wheel cover, lemo connector, and locks were loose on the 9800 system. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The wheel cover and lemo connector were tightened. The locks were adjusted during the service call. The system was tested and found to be working as intended and put back into service.